Event description:
It was reported that high, out of range hv lead impedance was observed. The pocket was opened and it was noted that lead easily pulled out of the header without loosening the set screws. The screws were cleaned, reinserted and the lead was reconnected. The patient was doing fine afterwards.

Manufacturer narrative:
UDI (di): (B)(4).